Event description:
The customer obtained a higher than expected, non-reproducible vitros ipth result (251.4 pg/ml) from a single patient sample processed on the vitros 3600 immunodiagnostic system. The same sample was retested and the repeat result (repeat 10.9 pg/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated vitros ipth result obtained from the patient sample was reported from the laboratory, however, a corrected report was issued and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable, falsely elevated, vitros ipth result was predicted from a single patient sample, when processed on the vitros 3600 system. Neither the instrument or reagent cannot be ruled out as potential contributing factors of the event. The investigation also determined the affected sample had been centrifuged within the tube manufacturer's recommendation. Therefore, it is unlikely that pre-analytical sample preparation contributed to the event. A definitive root cause for the event could not be determined.